Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date),a nd h6 (type of investigation, investigation findings, and investigation conclusions) multiple attempts have been made for product return. There has been no response at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of seven years, 10 months due to severe aortic stenosis. The explanted valve was replaced with a non-edwards valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.